Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system powered off prior to a vitrectomy procedure. The system was reset to initiate and successfully complete the surgery. There was no patient involvement.